Manufacturer narrative:
Follow-up #1: date of submission 04/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs 088 call service alarm. During investigation, the ez-prime steps were performed correctly with no cs 088 alarm or other warning occurring the pump¿s cover was removed, and no intermittent condition was found to the printed circuit board (pcb) or cgm module. The complaint of a cs 088 call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.